Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an acl arthroscopy procedure, when the physician was inserting a biosure regenesorb screw to fixate an acl graft in the tibia, he drilled a 9.5 diameter tunnel and had a size 9 graft. A 9mm screw was opened and on insertion, using the correct biosure driver the screw started to break. On noticing they stopped using this screw and instead used a biosurepk screw, the same size without any issues, all broken pieces were removed from the patient. There was no delay reported. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest that the anticipated risk region is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. No relevant clinical information will be provided for inclusion in this medical investigation; therefore, a thorough medical investigation cannot be rendered. Based on the information provided, all the pieces were removed from inside of the patient. According to the report, the patient had normal bone quality noted by the surgeon and they changed to the biosure pk screw that went into the same acl drilled tunnel without a reported delay. Since no harm has been alleged to this patient, no further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.